Manufacturer narrative:
Patient weight is unknown. This report is for seven unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2016 due to implant site wound dehiscence. The patient underwent an open reduction internal fixation (orif) of the left fibula on (B)(6) 2015. Removed hardware included one locking compression (lcp) metaphyseal plate and seven unknown screws, all intact. The area was debrided and a 150mm cortex screw was implanted into the fibula for stability. The procedure was completed successfully with the patient in stable condition. This report is for seven unknown screws. This is report 2 of 2 for (B)(4).